Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), uterine leiomyoma ("uterine fibroid"), anxiety ("anxiety"), panic attack ("panic attacks"), migraine ("migraine") and tooth disorder ("dental issue"). The patient was treated with surgery (she will have surgery to remove the essure on (B)(6) 2018). At the time of the report, the pelvic pain, dyspareunia, uterine leiomyoma, anxiety, panic attack, migraine and tooth disorder outcome was unknown. The reporter considered anxiety, dyspareunia, migraine, panic attack, pelvic pain, tooth disorder and uterine leiomyoma to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 37-year-old female patient who had essure (batch no. 708872) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "there was a little trouble getting one of the coils inserted". The patient's medical history included migraine, headache, gerd, rhinitis and nabothian cyst. Concomitant products included diazepam, fexofenadine hydrochloride (allegra), ibuprofen since 2011, loratadine (claritin), mometasone furoate (nasonex) until 2016 and omeprazole. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("vaginal pain during intercourse/painful intercourse"), panic attack ("panic attacks"), migraine ("migraine"), tooth disorder ("dental issue"), anxiety ("anxiety"), depression ("depression"), urinary incontinence ("bladder or urinary problems or changes: leakages"), headache ("headaches"), fatigue ("fatigue"), gastrooesophageal reflux disease ("gerd"), back pain ("pain: lower back pain"), pain in jaw ("pain: jaw"), temporomandibular joint syndrome ("pain: tmd"), phobia ("irrational fear") and adenomyosis ("adenomyosis") and was found to have uterine leiomyoma ("uterine fibroid"). The patient was treated with surgery (she underwent bilateral salpingectomy to remove the essure on (B)(6) 2018 and removal surgery) and tooth extraction /pain medication/anti-inflammatory medications.. Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, uterine leiomyoma, panic attack, migraine, tooth disorder, depression, urinary incontinence, headache, fatigue, gastrooesophageal reflux disease, pain in jaw, temporomandibular joint syndrome and adenomyosis outcome was unknown, the dyspareunia, anxiety and phobia had resolved and the back pain was resolving. The reporter provided no causality assessment for phobia with essure. The reporter considered adenomyosis, anxiety, back pain, depression, dyspareunia, fatigue, gastrooesophageal reflux disease, headache, migraine, pain in jaw, panic attack, pelvic pain, temporomandibular joint syndrome, tooth disorder, urinary incontinence and uterine leiomyoma to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2018: fibroid uterus essure coils in the region of fallopian tubes.. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: back pain, anxiety, depression, headache, dyspareunia, abdominal pain, pelvic pain, tmj (temporo-mandibular joint) pain, urinary incontinence, mood swings, fatigue, headache, vaginal bleeding." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch dreview, and a review of complaint records and other non-conformances ata; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 37-year-old female patient who had essure (batch no. 708872) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "there was a little trouble getting one of the coils inserted". The patient's medical history included migraine, headache, gerd, rhinitis and nabothian cyst. Concomitant products included diazepam, fexofenadine hydrochloride (allegra), ibuprofen since 2011, loratadine (claritin), mometasone furoate (nasonex) until 2016 and omeprazole. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("vaginal pain during intercourse/painful intercourse"), the first episode of anxiety ("anxiety"), panic attack ("panic attacks"), migraine ("migraine"), tooth disorder ("dental issue"), the second episode of anxiety ("anxiety"), depression ("depression"), urinary incontinence ("bladder or urinary problems or changes: leakages"), headache ("headaches"), fatigue ("fatigue"), gastrooesophageal reflux disease ("gerd"), back pain ("pain: lower back pain"), pain in jaw ("pain: jaw"), temporomandibular joint syndrome ("pain: tmd"), phobia ("irrational fear") and adenomyosis ("adenomyosis") and was found to have uterine leiomyoma ("uterine fibroid"). The patient was treated with surgery (she underwent bilateral salpingectomy to remove the essure on (B)(6) 2018 and removal surgery) and tooth extraction /pain medication/anti-inflammatory medications.. Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, uterine leiomyoma, panic attack, migraine, tooth disorder, depression, urinary incontinence, headache, fatigue, gastrooesophageal reflux disease, pain in jaw, temporomandibular joint syndrome and adenomyosis outcome was unknown, the dyspareunia, the last episode of anxiety and phobia had resolved and the back pain was resolving. The reporter provided no causality assessment for phobia with essure. The reporter considered adenomyosis, back pain, depression, dyspareunia, fatigue, gastrooesophageal reflux disease, headache, migraine, pain in jaw, panic attack, pelvic pain, temporomandibular joint syndrome, tooth disorder, urinary incontinence, uterine leiomyoma, the first episode of anxiety and the second episode of anxiety to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2018: fibroid uterus essure coils in the region of fallopian tubes.. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: back pain, anxiety, depression, headache, dyspareunia, abdominal pain, pelvic pain, tmj (temporo-mandibular joint) pain, urinary incontinence, mood swings, fatigue, headache, vaginal bleeding." Most recent follow-up information incorporated above includes: on 24-jan-2019: reporter information was added. This case concerns 37 years old patient. Her demographic was updated. Her historical and concurrent conditions were added. Lab data was added. Essure insertion date was updated. Essure indication was added. Her concomitant medications were added. Per plaintiff fact sheet: anxiety, depression, bladder or urinary problems or changes: leakages, headaches, dental problems, fatigue, gastrooesophageal reflux disease (gerd), pain: lower back pain, pain: jaw, pain: tmd (temporomandibular joint arthralgia), irrational fear and there was a little trouble getting one of the coils inserted,adenomyosis were added. She had recovered from vaginal pain during intercourse, uncontrollable anxiety/irrational fear and recovering from lower back pain. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and tooth extraction ('at least three teeth pulled out') in a 37-year-old female patient who had essure (batch no. 708872) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "there was a little trouble getting one of the coils inserted". The patient's medical history included migraine, headache, gerd, rhinitis and nabothian cyst. Concomitant products included diazepam, fexofenadine hydrochloride (allegra), ibuprofen since 2011, loratadine (claritin), mometasone furoate (nasonex) until 2016 and omeprazole. In (B)(6) 2010, the patient had essure inserted. On (B)(6) 2018, the patient underwent tooth extraction (seriousness criterion medically significant) and experienced temporomandibular joint syndrome ("pain: tmd/ tmj pain/ face pain"). On (B)(6) 2018, the patient experienced perfume sensitivity ("I'm allergic to perfume cologne, dryer sheets, air freshener"). On (B)(6) 2018, the patient experienced anxiety ("anxiety"), depression ("depression"), headache ("headaches/ headache due to having so many dental issues/ procedure"), allergy to chemicals ("chemical sensitivity"), toothache ("tooth pain"), tooth loss ("tooth loss"), alopecia ("hair loss") and multiple allergies ("allergies"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("vaginal pain during intercourse/painful intercourse"), panic attack ("panic attacks"), migraine ("migraine"), tooth infection ("dental issue/ teeth issues/ I just had a tooth out that had infection and two cysts under the roots"), urinary incontinence ("bladder or urinary problems or changes: leakages"), fatigue ("fatigue"), gastrooesophageal reflux disease ("gerd"), back pain ("pain: lower back pain"), pain in jaw ("pain: jaw"), phobia ("irrational fear"), adenomyosis ("adenomyosis"), reflux gastritis ("reflux"), sinusitis ("sinus infection"), facial pain ("face pain") and dental cyst ("I just had a tooth out that had infection and two cysts under the roots") and was found to have uterine leiomyoma ("uterine fibroid"). The patient was treated with surgery (she underwent bilateral salpingectomy to remove the essure on (B)(6) 2018 and removal surgery), several root canals and tooth extraction /pain medication/anti-inflammatory medications.. Essure was removed on 10(B)(6) 2018. At the time of the report, the pelvic pain, tooth extraction, uterine leiomyoma, panic attack, migraine, tooth infection, depression, urinary incontinence, headache, fatigue, gastrooesophageal reflux disease, pain in jaw, temporomandibular joint syndrome, adenomyosis, allergy to chemicals, toothache, tooth loss, alopecia, reflux gastritis, multiple allergies, sinusitis, perfume sensitivity, facial pain and dental cyst outcome was unknown, the dyspareunia, anxiety and phobia had resolved and the back pain was resolving. The reporter provided no causality assessment for phobia with essure. The reporter considered adenomyosis, allergy to chemicals, alopecia, anxiety, back pain, dental cyst, depression, dyspareunia, facial pain, fatigue, gastrooesophageal reflux disease, headache, migraine, multiple allergies, pain in jaw, panic attack, pelvic pain, perfume sensitivity, reflux gastritis, sinusitis, temporomandibular joint syndrome, tooth extraction, tooth infection, tooth loss, toothache, urinary incontinence and uterine leiomyoma to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2018: fibroid uterus essure coils in the region of fallopian tubes. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: back pain, anxiety, depression, headache, dyspareunia, abdominal pain, pelvic pain, tmj (temporo-mandibular joint) pain, urinary incontinence, mood swings, fatigue, headache, vaginal bleeding." Concerning the injuries reported in this case, the following ones were described in social media report : allergy to chemicals, tooth extraction, toothache, tooth loss, alopecia, reflux gastritis, multiple allergies, sinusitis, perfume sensitivity, facial pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 26-nov-2019: fu 6 and 7 processed together. Social media content received : event added- dental cyst. Event ¿tooth disorder¿ updated to ¿tooth infection¿. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and tooth extraction ('at least three teeth pulled out') in a 37-year-old female patient who had essure (batch no. 708872) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "there was a little trouble getting one of the coils inserted". The patient's medical history included migraine, headache, gerd, rhinitis and nabothian cyst. Concomitant products included diazepam, fexofenadine hydrochloride (allegra), ibuprofen since 2011, loratadine (claritin), mometasone furoate (nasonex) until 2016 and omeprazole. In (B)(6) 2010, the patient had essure inserted. On (B)(6) 2018, the patient experienced temporomandibular joint syndrome ("pain: tmd/ tmj pain/ face pain") and underwent tooth extraction (seriousness criterion medically significant). On (B)(6) 2018, the patient experienced perfume sensitivity ("I'm allergic to perfume cologne, dryer sheets, air freshener"). On (B)(6) 2018, the patient experienced anxiety ("anxiety"), depression ("depression"), headache ("headaches/ headache due to having so many dental issues/ procedure"), allergy to chemicals ("chemical sensitivity"), toothache ("tooth pain"), tooth loss ("tooth loss"), alopecia ("hair loss") and multiple allergies ("allergies"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("vaginal pain during intercourse/painful intercourse"), panic attack ("panic attacks"), migraine ("migraine"), tooth disorder ("dental issue/ teeth issues"), urinary incontinence ("bladder or urinary problems or changes: leakages"), fatigue ("fatigue"), gastrooesophageal reflux disease ("gerd"), back pain ("pain: lower back pain"), pain in jaw ("pain: jaw"), phobia ("irrational fear"), adenomyosis ("adenomyosis"), reflux gastritis ("reflux"), sinusitis ("sinus infection") and facial pain ("face pain") and was found to have uterine leiomyoma ("uterine fibroid"). The patient was treated with surgery (she underwent bilateral salpingectomy to remove the essure on (B)(6) 2018 and removal surgery), several root canals and tooth extraction /pain medication/anti-inflammatory medications.. Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, uterine leiomyoma, panic attack, migraine, tooth disorder, depression, urinary incontinence, headache, fatigue, gastrooesophageal reflux disease, pain in jaw, temporomandibular joint syndrome, adenomyosis, allergy to chemicals, tooth extraction, toothache, tooth loss, alopecia, reflux gastritis, multiple allergies, sinusitis, perfume sensitivity and facial pain outcome was unknown, the dyspareunia, anxiety and phobia had resolved and the back pain was resolving. The reporter provided no causality assessment for phobia with essure. The reporter considered adenomyosis, allergy to chemicals, alopecia, anxiety, back pain, depression, dyspareunia, facial pain, fatigue, gastrooesophageal reflux disease, headache, migraine, multiple allergies, pain in jaw, panic attack, pelvic pain, perfume sensitivity, reflux gastritis, sinusitis, temporomandibular joint syndrome, tooth disorder, tooth extraction, tooth loss, toothache, urinary incontinence and uterine leiomyoma to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2018: fibroid uterus essure coils in the region of fallopian tubes.. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: back pain, anxiety, depression, headache, dyspareunia, abdominal pain, pelvic pain, tmj (temporo-mandibular joint) pain, urinary incontinence, mood swings, fatigue, headache, vaginal bleeding." Concerning the injuries reported in this case, the following ones were described in social media report : allergy to chemicals, tooth extraction, toothache, tooth loss, alopecia, reflux gastritis, multiple allergies, sinusitis, perfume sensitivity, facial pain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-sep-2019: social media received. Reporter information updated. Events: chemical sensitivity, at least three teeth pulled out, tooth pain, tooth loss, face pain, hair loss, reflux, allergies, sinus infection, I'm allergic to perfume cologne, dryer sheets, air freshener, allergy and sheets were newly added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), uterine leiomyoma ("uterine fibroid"), anxiety ("anxiety"), panic attack ("panic attacks"), migraine ("migraine") and tooth disorder ("dental issue"). The patient was treated with surgery (she will have surgery to remove the essure on (B)(6) 2018). At the time of the report, the pelvic pain, dyspareunia, uterine leiomyoma, anxiety, panic attack, migraine and tooth disorder outcome was unknown. The reporter considered anxiety, dyspareunia, migraine, panic attack, pelvic pain, tooth disorder and uterine leiomyoma to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jun-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.